Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached from 20.2 mmol/l (364 mg/dl) to 16 mmol/l (288 mg/dl) when she went to the hospital. The pod was worn longer than 48 hours on the abdomen. There were three correction boluses (exact amount was not provided) but was not able to lower the patient's bg levels. At the hospital they placed her on an intravenous therapy of fluids and did a chest x-ray. The test result from the chest x-ray came back fine. Once her bg levels returned to normal levels she was then sent home.